Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additionally, during a routine check, it was determined that this lead pulled back due to twiddlers and/or due to patient's body habitus. The lead's lumen was clotted so the physician opted to replace the lead. This lv lead was explanted. No additional adverse patient effects were reported.